Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("excessive pelvic pain") and genital haemorrhage ("bleeding,") in an adult female patient who had essure (batch no. 678815) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included low back pain, loss of consciousness, headache, nausea, urinary frequency, seizure and pineal gland cyst. Concurrent conditions included coccyx pain, shortness of breath, eye discharge, cough, cough, vertigo, vaginal itching, vaginal discharge, dysuria, migraine, anxiety disorder, urinary tract infection, itching, dysmenorrhea, post coital bleeding, post coital bleeding, abdominal pain, malaise, hyperlipidemia, hypertension, obesity, syncope, anxiety, vaginal bleeding and vaginal haemorrhage. Concomitant products included ibuprofen and topiramate (topamax). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract disorder ("urinary problems"), genital haemorrhage (seriousness criterion medically significant), ovarian cyst ("ovarian cyst") and endometriosis ("endometriosis"). The patient was treated with surgery (date of removal(B)(6) 2018 (hysteroscopy)to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, urinary tract disorder, genital haemorrhage, ovarian cyst and endometriosis outcome was unknown. The reporter considered endometriosis, genital haemorrhage, ovarian cyst, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: insertion details, specify- approximately 4 coils visible on pt¿s right and 3 visible on l. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2010: tubal occlusion. Nuclear magnetic resonance imaging: on (B)(6) 2013: ovarian cysts. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-apr-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("excessive pelvic pain") and genital haemorrhage ("bleeding,") in an adult female patient who had essure (batch no. 678815) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included low back pain, loss of consciousness, headache, nausea, urinary frequency, seizure and pineal gland cyst. Concurrent conditions included coccyx pain, shortness of breath, eye discharge, cough, cough, vertigo, vaginal itching, vaginal discharge, dysuria, migraine, anxiety disorder, urinary tract infection, itching, dysmenorrhea, post coital bleeding, post coital bleeding, abdominal pain, malaise, hyperlipidemia, hypertension, obesity, syncope, anxiety, vaginal bleeding and vaginal haemorrhage. Concomitant products included ibuprofen and topiramate (topamax). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract disorder ("urinary problems"), genital haemorrhage (seriousness criterion medically significant), ovarian cyst ("ovarian cyst") and endometriosis ("endometriosis"). The patient was treated with surgery (date of removal (B)(6)) 2018 (hysteroscopy)to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, urinary tract disorder, genital haemorrhage, ovarian cyst and endometriosis outcome was unknown. The reporter considered endometriosis, genital haemorrhage, ovarian cyst, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: insertion details, specify- approximately 4 coils visible on pt¿s right and 3 visible on l. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: tubal occlusion. Nuclear magnetic resonance imaging - on (B)(6) 2013: ovarian cysts. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.